Manufacturer narrative:
F22496134-1 : investigation still in progress oste investigation results: since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer. The product was sold most recently on: (B)(6) 2021. Analysis: the issue reported by the s-bc is evaluated as plausible. According to the event description, the ceramic tip of the resection sheath is broken off. Our investigator assumes that the reported damage is most probably induced by thermo-mechanical fatigue. It cannot be determined whether there is advanced wear and tear or pre-existing damage. Furthermore, it cannot be determined whether the final damage is triggered in the course of the procedure or during reprocessing. Please note: in case there are doubts whether fragments of the insulating insert remained inside the patient, we recommend an exploratory x-ray or computed tomography. Cause: it cannot be definitely determined why the tip separated from the inner sheath. The most likely causes are: thermo-mechanical fatigue. Wear and tear. Improper handling (impact, shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Risk analysis: the risk to patients, users, and/or third parties associated with the reported issue is evaluated as acceptable. Clinical assessment: since a complete and valid risk assessment is available for the reported issue, a clinical assessment is not required. No risk documents need to be updated. Investigation level: the s-bc reported for this complaint investigation level tier 2. Oste-hh confirms this investigation level. DHR-review: a manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. CAPA-screening: CAPA relevant to the reported problem: CAPA-(B)(4) a22040a, a22041a ¿insulation insert long term stability¿. Status: this CAPA was closed in the investigation status on 04.12.2020, no countermeasures are required. Countermeasures: CAPA (B)(4). A22040a, a22041a ¿insulation insert long term stability¿ was initiated for this error pattern. However, according to CAPA-(B)(4)., there are no countermeasures necessary. The field failure rate is nearly equal to the past years, and there are different kinds of possible damages. Therefore, there is no single cause for this error pattern. No countermeasures will be implemented. There are no further countermeasures necessary because the associated risk is acceptable. Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take further action in the future. Containments: there are no containment actions necessary because the associated risk is acceptable. Commercial decision: since this is an info complaint, a commercial decision is not involved. Comments: before using the product, the warning notices in the IFU should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿

Event description:
Olympus (osh) was informed that the customer resection sheath has a ¿broken ceramic head¿. The customer reported problem was found at reprocessing. The scheduled procedure was completed with another device. The olympus field service engineer reported the whole ceramic tip was broken off and no device fragment fell in the patient body. No death or injury and no impact to person or other was reported to olympus.